Event description:
It was reported that a patient presented with post-paced t-wave oversensing on a stored segm. It was noted that t-wave oversensing also resulted in incorrect diagnosis of non-sustained lead noise. Programming changes were recommended but not made. No furt...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing on a stored segm. It was noted that t-wave oversensing also resulted in incorrect diagnosis of non-sustained lead noise. Programming changes were recommended but not made. No further issues were seen after the event. The patient condition is fine.